Event description:
Additional information received from the manufacturer's representative (rep) reported they hadn't seen the patient, but their understanding was that a revision was going to take place if they could get authorization from worker's compensation. The revision had not been scheduled as of yet.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information was received from the patient via a manufacturing representative (rep) reported that the patient had never had adequate stimulation since implant and recently had not been able to get stimulation. Impedances were checked, which showed >10,000 on all electrodes except 1, 3, and 4. When they programmed those electrodes the patient only felt painful stimulation in the rib area. The patient was referred back to the implanting surgeon. The issue was not resolved at the time of this report. No surgical intervention occurred and it was unknown if any was planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the ins was going to be replaced because it wasn't functioning. The patient stated three of the electrodes weren't working. The patient stated her hcp didn't know what was wrong exactly. Surgery to take place in (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of stimulation, shocking, and loss of therapy. Stimulation had not really helped that much with pain management. She turned stimulation off prior to recharging and afterwards she was not able to turn it back on. It was clarified that the patient was able to turn stimulation on but she was not feeling it anymore. The reason for turning stimulation off while recharging was because she noticed that it did not take as long to recharge that way. The issues were not related to positional movement. There was no trauma or fall related to the issues. There was no recent medical test or electromagnetic interference (emi) exposure. The patient checked the device with the patient programmer (pp) and it showed stimulation was on. Decreasing or increasing stimulation did not resolve the issue. Trying another group did not resolve the issue. The locations of the issues were reported to be in the lower back, right leg, ribs and lead site. Since implant it had been determined that if she increased stimulation any higher than current settings, she felt uncomfortable stimulation in the rib area so she did not adjust the settings. There was minimal pain coverage and relief with stimulation since implant. Now even when she increased it she couldn't feel the stimulation. This occurred 3 days prior to the report on (B)(6) 2015. The goal of the stimulation was to help pain in the lower back and right leg. Shocking was also experienced at the lead site since (B)(6) 2015. The pain physician was going to refer her to another specialist. The last time she was seen by a manufacturing representative (rep) for reprogramming was shortly after implant. A doctor's office later reported that they were looking to schedule a time with a rep to meet with the patient. The patient indicated to them that the implantable neurostimulator (ins) was not working. Further follow-up is being conducted to determine what the circumstances were that led to the issues and what steps were or will be taken to resolve the issues. If additional information is received, a follow-up report will be sent.